Event description:
Additional information was received from the physician. Per the physician, the cause of the patient's cough, voice alteration, painful stimulation and dyspnea was not known. The patient has not experienced any recent trauma or manipulation. The patient did have x-rays taken for the high impedance however the images were not provided for review. No known intervention has occurred for the high impedance. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any " defects¿ or " malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code: e210401. Health effect - clinical code: e0717.

Event description:
It was reported that when the patient's generator was interrogated in pre-op, the device was at 0% battery, therapy was disabled and the lead impedance was unable to be read. When the device was programmed to 1ma so a system diagnostics test could be performed, the patient began to experience an intense cough, discomfort, difficulty breathing and difficulty speaking. This persisted even after the output current was turned down to 0.25ma but resolved once the generator was programmed to 0ma. It was noted the surgeon was aware for the potential of a lead revision due to these events. In the operating room, high impedance was seen when the lead was connected to the newly implanted generator. The generator was left off and the surgeon noted they would discuss a lead revision with the patient; the patient had previously refused the revision in the past. No other relevant information has been received to date.